Event description:
New information revealed that the patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that infection was observed. A temporary wire was placed. Patient was stable. New device and leads were implanted at a later date. No further information available.